Event description:
Family member of home pt (hp) reports pt was diagnosed with peritonitis in 2003. Follow up with the hp's health care profesional (hcp) indicated that the hp was seen at the clinic in 2003 and was experiencing abdominal pain, fever and cloudy effluent. An effluent culture and sensitivity was collected. The pt was treated with the following antibiotics: 2/15/2003: loading dose, intraperitoneal (ip) ancef 250mg/l and ceftazidime 250 mg/l then ancef 125mg/l for a total of 21 days and rifampin (oral) 300mg daily for 21 days. As of the following month, the hcp reported that the hp has recovered.